Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. As a result of the peritonitis, the patient experienced cloudy effluent, lethargy, and periods of non-responsiveness. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient was treated with cefazolin intraperitoneally and ceftazidine intraperitoneally for four days (dosages and frequencies not reported) for the peritonitis event. Four days after onset, the patient was hospitalized for the event and treated with daptomycin intraperitoneally for four days (dosage and frequency not reported). After five days of hospitalization, the patient was discharged to palliative care and died the next day. The cause of death was reported to be uremia and end stage renal disease. It was not reported if the patient had recovered from the peritonitis event prior to death. An autopsy was not performed. Dianeal and extraneal therapies were reported to have been discontinued two days prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.